Event description:
Customer reported unexpected negative reactions with the 2 cell screen when testing a patient sample with a known anti-k.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x218, and capture-r ready-ID, lot id092.